Manufacturer narrative:
The insulin pump was programmed with the correct date and time and monitored for 6 days with a 2 unit per hour basal rate. Several boluses were programmed. All bolus and basal delivered were properly delivered and recorded in the daily total history screen. No bolus or basal or history anomaly was noted. No cosmetic damage was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported the customer had a bolus and basal anomaly. It was found a basal and bolus could not be delivered. Customer's blood glucose was unknown. The customer agreed to return the insulin pump for analysis.